Event description:
A us distributor returned a monitor and reported the monitor lcd display screen is blank or black.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor lcd display screen is blank or black) was confirmed. Upon investigation the monitor had a defective component on the ca board. The root cause for the open defective component could not be positively identified. There were no adverse events associated with the monitor malfunction.